Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-03170. Follow-up identified no further intervention is planned to explant the remaining portion of the leads. In addition, the manufacturer has been unable to retrieve details on the patient's leads despite several attempts.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-03170. The patient (B)(6) was implanted with two leads. The lot number of the leads is unknown at this time. It was reported the patient experienced loss of stimulation. Diagnostic testing identified high impedance measurements on both leads. As a result, surgical intervention was undertaken on (B)(6)2017 to replace the affected leads. The physician encountered difficulty explanting the leads. As such, a portion of the leads remains implanted in the patient. Stimulation was restored post-operative and impedance measurements were normal.